Manufacturer narrative:
The subject device was evaluated. Service engineer device evaluation found the channel was clogged by a cleaning brush and was taken out from the channel . Furthermore, the following findings were noted on the device upon inspection: - the insertion section was slightly yellowing and scratched - the insertion section was scratched and dented - the suction port worn - the channel port worn - lg-tube cracked slightly investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of internal defects of the channel. The issue found during preparation for use. Patient was not under anesthesia. The user facility completed the case (unspecified ) with another similar device. There is no patient involvement on this event . No user injury reported. Device evaluation found the channel was clogged with a cleaning brush and was taken out. This report is being submitted for clogged channel due to foreign material determined during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 02-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from one of the following events: incorrect size of cleaning brush was used or was deteriorated, which remained in the biopsy channel. Reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.8 inspection of the endoscopic system 3. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." Olympus will continue to monitor field performance for this device.